Event description:
It was reported that while the ventilator was connected to a pt that the ventilator generated an alarm for low tidal volume. The pt was manually ventilated and the ventilator was replaced. There was no pt harm reported. (B)(4)

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will providedwhen investigation is finished. (B)(4).